Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital's intensive care unit on (B)(6) 2020. The patient was in an unstable condition and was intubated. Upon interrogation of the implantable cardioverter defibrillator, it was noted that the patient had eleven episodes of ventricular fibrillation (vf) for over three minutes. There were four failed attempts to convert the arrhythmia with high voltage therapy from the device. The device finally delivered a shock that slowed the ventricular fibrillation. The arrhythmia became a ventricular tachycardia which spontaneously resolved to a sinus rhythm after 14 seconds. It was noted that the device had undersensed the ventricular fibrillation with the settings at the time of the event. The patient's condition was reported to be unstable and the patient was transferred to another facility for treatment. No further information was available. Related manufacturer reference number: 2017865-2020-17729.